Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. Visual inspection upon receiving revealed no external defects or damage. The device was found to visually and audibly alarm during alert conditions. The device was able to obtain spo2 and pulse rate readings that are comparable to masimo test device. During simulation testing, the device was found to provide accurate blood pressure measurements. No performance issues were identified. The reported issue was unable to be confirmed. The device passed comparable and accuracy testing. The device is fully functional.

Event description:
The customer reported bp measurement elevated by 20 -30 mmhg on 3 different people. No patient impact or consequences were reported.